Event description:
It was reported that during an implant procedure that impedances of >4000 ohms were measured on all of the bipolar electrode pairs. The neurostimulator and the lead were replaced. Impedances measured after the replacement were initially high (>4000 ohms), but resolved after increasing the default test values to 2 volts and 330 pw. Add'l info was requested.

Manufacturer narrative:
(B)(4).